Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter claimed obtaining blood glucose readings of "158, 132 and 103 mg/dl with the subject meter, performed within unknown minutes of each other. This complaint is being reported because the reported results did not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.